Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported left side rupture, and capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of capsular contracture and rupture was received on april 20, 2021 with lot number 2164521. Analysis of the returned device identified: underweight, brown particles in the gel and opening extended on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening."